Event description:
Customer woke up and tested and received a result of "hi". The customer took 6 extra units of novolog. Before dinner at 5:30pm the customer received a result of 530mg/dl and dosed another 30 units of novolog. 1/2 hour later the customer was shaky and thought it was their neuropathy and took a muscle relaxer. The customer was feeling worse so their family member tested blood glucose again and received a result of 530mg/dl. The customer tested on a different device and received a result of 23mg/dl. The paramedics were called and they received a result of 13mg/dl. The customer was given an IV and some kind of oral gel. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.